Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient pacemaker failed to trigger the elective replacement indicator when it dropped below the reference voltage. No further information was reported.